Manufacturer narrative:
(B)(4). The sample was received by baxter for evaluation. Visual inspection revealed a ruptured bladder. Microscopic inspection found markings on the interior surface of the bladder near the rupture line which is an indication of internal damage. The cause of the rupture is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that an infusor had its reservoir rupture during filling. The device was being filled with a solution of 0.2% ropivacaine hydrochloride hydrate via syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.